Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens damaged in the cartridge and the event occurred before surgery. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).